Event description:
On (B)(6) 2011, customer reported that she found a slow leak from somewhere between the reagent and compressor compartment on the lxi 725 instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found a slow leak from the cartridge chemistry sample probe deionized water valve on the fluid manifold. Fse repaired the valve and primed the system and ran quality control. System was verified to be running back at established specifications. No further leaks were reported.

Manufacturer narrative:
(B)(4).